Event description:
Physician attempted to use a spider fx embolic protection device during cerebral angiography and stenting of the origin of the left internal carotid artery. The operator introduced the embolic protection device into a 5f single-bend catheter, advanced it through the lesion with a guidewire, and implanted the stent. Upon withdrawing the embolic protection device and removing the instrument from the patient, it was found that the tip of the embolic protection device had fractured and detached. The detached piece was retrieved from within the single-bend catheter, with no fragments left inside the patient¿s body, and no harm was caused to the patient. However, this incident increased intraoperative clinical manipulation and verification time. The single-bend catheter was cut open to remove the fractured part.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.